Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous right brachial vein. Following the insertion of a 6f non-bsc sheath via anterograde approach, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and crossed a non-bsc guide wire. Upon the first inflation, the balloon ruptured at 6 atmospheres with a duration of 15 seconds. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).